Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the pta balloon allegedly ruptured at 14atm. It was further reported that the balloon was unable to be retracted though the sheath; therefore, the balloon and sheath were removed as a single unit. Reportedly, the health care provider reinserted the original sheath and used another balloon to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size was printed on the balloon hub of the catheter identified the returned sample as a 10mm x 4cm. No signs of a retraction issue were identified. No other anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire, and it passed without issue. The inflation hub was then connected to an inhouse inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting the balloon near the distal cone. The balloon was placed under microscopic magnification (10x) and a longitudinal rupture was observed approximately 2.0cm from the distal tip, extending 2.2cm in length. As a result of the rupture, the polyimide was exposed and intact underneath. The edges of the rupture were examined and appeared to be slightly jagged. The balloon showed no other anomalies that indicated how the rupture originated. Further functional testing could not be completed due to the sample condition (e.g. Rupture). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. An inflation attempt was made, and water was seen exiting the balloon near the distal cone of the balloon. Further inspection found a longitudinal rupture in the balloon, confirming the investigation for a longitudinal rupture. However, the investigation is inconclusive for retraction issues, as the device was returned ruptured and could not be fully functionally tested. No signs of retraction issues were identified. The definitive root cause for the identified rupture or reported retraction issues, could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the pta balloon allegedly ruptured at 14atm. It was further reported that the balloon was unable to be retracted though the sheath; therefore, the balloon and sheath were removed as a single unit. Reportedly, the health care provider reinserted the original sheath and used another balloon to complete the procedure. There was no reported patient injury.